Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the bleed was most likely patient condition related because it occurred at a non-impella site. Pump suction: the cause of the suction was most likely patient related, as the suction alarms occurred at times where the placement signal had low pulsatility and a downward trend, and they resolved when p-level was lowered.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. After the impella 5.5 was implanted, the patient had suction alarms during the day shift and volume was given. Six day later, the patient had a ventricular tachycardia run with which required shocking x 1 during turning. Additionally, the patient experienced bleeding on day nine of support on the right lower leg. Heparin was put on hold due to that. The plan is for bronch, exchange lines, and to draw blood cultures. Care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.